Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11, concomitant product the device was not returned to olympus for inspection however, the customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event and reported event was related to another device. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device began to populate b30 scope communication error during sedation- device inside patient for an esophagogastroduodenoscopy and colonoscopy diagnostic procedure. The intended procedure was completed with an olympus back-up device. There was a delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.